Event description:
I was looking over a case cart and noticed a ligaclip applier had a glob of substance on the clip applier. The clip applier was inside of its sterile packaging and I could see the glob through the clear plastic. I removed the clip applier from the case cart.